Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair, two(2) ultra fast-fix devices presented a failure, the t implant of both devices was found to be incomplete. The procedure was finished with a smith and nephew back up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case-2024-00210097-1-1. H3, h6: one of the reported devices was received for evaluation. A visual inspection revealed the t1 has been fragmented and deformed. A small piece of it is in the needle channel and another piece of it remains in the suture. The t2 is in the needle. The variable depth straw was not returned, and bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that storage requirements are specified, and a material certificate of analysis is required. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.